Event description:
A pump declared alarm 20 while in use, prompting customer to contact support. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge using the correct method, allowing the customer to successfully resume insulin therapy. Original cartridge lot number was unavailable.